Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 44 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 4037 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 44 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 4037 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menorrhagia, dysmenorrhea, parity 1, gravida I, colon cancer, breast cancer, hysteroscopy, adnexal mass, kidney stones, attention deficit/hyperactivity disorder, allergic reaction to analgesics and abnormal uterine bleeding. Previously administered products included: albuterol hfa for shortness of breath. And strattera, flonase allergy relief, ibuprofen, claritin [loratadine] and vitamins nos. The patient had a family history of lung cancer, dementia and heart attack. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 4037 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram pelvis] on (B)(6) 2022: a moderate amount of free fluid was seen CT imaging of the abdomen and pelvis was performed on (B)(6) 2022, describing only a 2 cm uterine fibroid in relation to the gynecologic organs, without mention of adnexal mass. [Pathology test] on (B)(6) 2023: pathology surgical specirnen: uterus, uterus, cervix, bilateral fallopian tubes, and bilateral ovaries. Final diagnosis result: uterus, cervix, bilateral tubes and ovaries, total hysterectomy and bilateral salpingocophorectomy: - cervix: squamous epithelium with no specific pathologic change. No dysplasia or malignancy identified. - endometrium: proliferative phase endometrium. No hyperplasia malignancy identified. - myometrium: no specific pathologic change. - ovaries, bilateral: hemorrhagic corpus luteum cyst, right. Follicular cyst with hemorrhage, left. [Smear test] in 2021: pap smear nilm ldh. Minimally elevated, remainder of additional assessed tumor markers within normal limits. [Ultrasound pelvis] on (B)(6) 2022: pelvic sonogram was performed on (B)(6) 2022 describing a 6.5 cm uterus with a c9 mm endometrial stripe. A 17 mm anterior uterine fibroid was described. The essure coils were present bilaterally within the fallopian tubes. Within the right ovary, a 2.8 cm solid mass with increased blood flow was described as attached to the ovary, with a 10 mm complex mass within the ovary. The right ovary was unremarkable in appearance, measuring up to 4.5 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Medical history & lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.